Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the obtuse marginal branch. A 182cmn luge guide wire was advanced to the lesion, however, the tip of the wire broke off and lodged into the artery. The physician tried to remove the tip with the use of a snare but failed and it remained inside the patients' body. The physician proceeded to treat the lesion and angioplasty was performed. The procedure was completed with this device. No further complications were reported and the patient was stable after prolonged hospitalization.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. One section of the distal tip was not returned. The returned device was sent for failure analysis. The analysis could not find a specific failure mode on the sample, however, the (B)(4) results show dimples on the sample; the dimples presented are indicative of a mechanical overload. Hence, it is most possible that the failure reported (distal tip detached) was caused by external forces due to the manipulation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the obtuse marginal branch. A 182cmn luge¿ guide wire was advanced to the lesion, however, the tip of the wire broke off and lodged into the artery. The physician tried to remove the tip with the use of a snare but failed and it remained inside the patients' body. The physician proceeded to treat the lesion and angioplasty was performed. The procedure was completed with this device. No further complications were reported and the patient was stable after prolonged hospitalization.

Manufacturer narrative:
(B)(4).